Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.